Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump keypad buttons were unresponsive. And also reported pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the pump has not been exposed to altitude change. Customer reported pump was exposed to moisture but no visible water/fluid in pump. Found keypad buttons were responsive. The pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed the self test. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. Pump alarmed 4 stuck button error alarms on the event date of 06/25/2025 at 19:02:01.000, 19:06:22.000, 19:35:00.000, and 20:12:23.000. Pump was cut open to perform visual inspection and found corroded keypad traces. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Stuck button error was not confirmed during testing. Exposed to moisture was confirmed. Moisture damage was found on the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.